Manufacturer narrative:
Due to character limitation in e1: full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that an abnormal sound was found from the solenoid valve of cs300 intra-aortic balloon pump (iabp) during an operational inspection.there was no patient involved.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, e2, e3, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 a getinge field service engineer (fse) states an abnormal sound was found from the solenoid valve during the operation inspection. Manifold drive replacement work was carried out. Regular inspection was carried out based on the inspection record sheet, in good condition. The failure analysis and testing dept. Received drive manifold serial number 08 15238 30_kip with a reported unit failure of an abnormal sound from the solenoid valve. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0104-00-0018 drive manifold serial number (B)(6) into the cs300 test fixture serial number (B)(6) and tested the drive manifold to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The drive manifold passed the k6, k6a, k7, k8 leak test. However an abnormal sound was heard from the solenoid. The fat dept. Verified the complaint of an abnormal sound coming from the solenoid.